Event description:
It was reported that during the implant procedure and upon initial programming, the pulse generator exhibited high impedance measurements. The impedance was in normal range during manual testing. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).